Event description:
The customer reported to olympus, during reprocessing of an evis lucera elite gastrointestinal videoscope, when inserting the light source and drying with the endoscope reprocessor oer-4, a brown liquid was noted coming out of the scope air/water pipe. Additional information was received indicating the water filter replacement deadline had expired and that the water supply piping was not disinfected. There was no harm or user injury reported due to the event. Patient identifiers: (B)(6) (oer-4), (B)(6) capture the events where scopes were potentially incorrectly reprocessed with the subject device in this event.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The likely cause of the defect was a deviation from the indication for use (IFU) since replacement of the water filter had not been replaced by the frequency recommended in the IFU, which was at least once a month. A definitive root cause of why the water filter was not changed was not determined. The subject event can be prevented by implementing in accordance with the below description in the oer-4 operation manual. [7.2 replacing the water filter (maj-824)] - replace the water filter periodically, at least once a month to prevent contamination of the rinse water. The water filter should also be replaced whenever the error code [e01] indicating water supply insufficiency is displayed. Olympus will continue to monitor the field performance of this device.